Event description:
Procedure: spleenectomy. Reportedly, the surgeon allpied the device to the splenic vein and received the "seal complete" tone. The vessel was then cut and the device jaws were opened. At that time it was observed that the tissue had not properly coagulated and bleeding of approximately 700cc occurred. The procedure was converted to an open procedure, the vessels were astricted and the pt was then transfused. Then affected vessels were then closed by manually suturing.